Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the third clip, clips were unable to load into jaws during a total laparoscopic hysterectomy. As a result, it was replaced by another applier. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73g1700720 was manufactured on 07/31/2017 a total of 288 pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip crooked in the channel, but this most likely occurred during the decontamination process. (B)(4) for investigation photos. Dimensional inspection was performed on the jaw spring. The jaw tab height was measured for both legs and compared to the specification outlined in part drawing g00413. The jaw spring tab height for both legs measured to be .026" which fits within the specification of 0.0250" +0.0030"/-0.0025". The specification includes the material thickness which is 0.010" +/- 0.0005". Other remarks: the investigation was performed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the first clip was unable to properly load into the jaws of the device as the bottom jaw was unable to close. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the jaw spring was disengaged from the bottom jaw. This prevented the bottom jaw from closing during loading of the clips. It could not be determined when or why the jaw spring became detached from the bottom jaw. It is possible that this occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05537. It is also possible that the jaw spring detached during use. Since it cannot be confirmed when the jaw spring detached from the bottom jaw, the root cause of this complaint issue is undetermined. (B)(4). It is possible that this complaint issue occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(6). It is also possible that the jaw spring detached during use. Since it cannot be confirmed when the jaw spring detached from the bottom jaw, the root cause of this complaint issue is undetermined. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was received. Upon functional inspection, the first clip was unable to properly load into the jaws of the device as the bottom jaw was unable to close. It was found that the jaw spring was disengaged from the bottom jaw. This prevented the bottom jaw from closing during loading of the clips. It could not be determined when or why the jaw spring became detached from the bottom jaw. It is possible that this occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order. It is also possible that the jaw spring detached during use. Since it cannot be confirmed when the jaw spring detached from the bottom jaw, the root cause of this complaint issue is undetermined.

Event description:
It was reported that after the third clip, clips were unable to load into jaws during a total laparoscopic hysterectomy. As a result, it was replaced by another applier. There was no reported patient injury.